Manufacturer narrative:
Further analysis of the returned re-usable instrument (ent small straight suction, p/n 9734308, l/n 8685) found the following: the suction was inspected with the digital microscope for further study. The straight suction showed a downward bend from the top of the part of approximately 1.4 mm. The returned instrument was subsequently measured with a coordinate measurement machine (cmm) to determine if the tip true tip position was out of specification. The tip trip position deviated from nominal position by r = 0.0248 inches. The specification allows for +/- 0.020 inches. The tip was out of specification by 0.0048 inches. Additionally, a review of the complaint history for pn 9734308 for the past 3 years were analyzed to see if similar complaints have been reported. No similar cases were reported for this part number. The true tip measurement of the returned device exceeded specification by 0.0048 inches, but was within the navigational measurement error of 1.5mm allowable navigational error. Instrument can be verified for navigational use, since it is within the acceptable navigational error of the system. The root cause of the re-usable instrument was found to be a mechanical failure of bent tip.

Event description:
A medtronic representative reported the fusion system was inaccurate 3 mm in both the lateral and inferior direction during a frontal endoscopic sinus surgery (fess). The inaccuracy was noticed post registration, but during navigation. The mouse pointer was where the surgeon said he was touching vs the cross hairs position. According to images, the anatomy was being touched and the fusion showed the position in the sinus. When the mouse pointer is left in one position, it was reportedly accurate at approximately 3+mm left of the crosshairs and a tad superior. No negative impact to the patient was reported.

Manufacturer narrative:
Further testing of instruments and system onsite by medtronic representative found alleged inaccuracy could be replicated with the small straight suction. A replacement suction has been sent to the site for issue resolution.

Manufacturer narrative:
The patient identifier was not available at this time. The field generator and axiem unit were returned to the manufacturer for evaluation. The field generator was connected to a test system with the ent application. Verification, tracking, and accuracy were normal. The emitter passed the pegboard test with an error of 2.309mm. The axiem unit was connected to a test system with the ent application. During test time the unit remained in green status on all 4 ports. Verification, tracking, and accuracy were normal. The unit passed the pegboard test with an error of 2.224mm. Both devices were found to be fully functional. The reported event could not be replicated by medtronic personnel.